Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000069481.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the entire system was explanted. It is unknown which lead is liable.